Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this device's battery was found to be depleting prematurely. The device was implanted in 2017 and recently declared elective replacement indicator (eri). At a follow up six months ago the battery showed 60% remaining. Data was sent for review. A review of the data by engineering confirmed that the device was malfunction and should be returned. It was noted that the device should have enough capacity to support therapy for twenty eight days. The device was subsequently explanted, and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device's battery was found to be depleting prematurely. The device was implanted in 2017 and recently declared elective replacement indicator (eri). At a follow up six months ago the battery showed 60% remaining. Data was sent for review. A review of the data by engineering confirmed that the device was malfunction and should be returned. It was noted that the device should have enough capacity to support therapy for twenty eight days. No adverse patient effects were reported. This device remains implanted.